Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, opening, crease flat, wear abrasion, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade unknown and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and request for device return has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown and pain. (B)(6).

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade unknown and pain. Device has been explanted.